Event description:
It was reported that the patient has been having pain episodes since 2006. Had CT scan done which shows mesh curling down.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.